Event description:
Pt reported there was insulin leakage between the infusion set adhesive and the cannula. The infusion headset is inserted on her backside, and pt is 32 weeks pregnant. Blood glucose elevated above 200 mg/dl as a result, and pt was able to decrease her blood glucose by herself. On one occasion, the needle did not come out of the needle box. Pt was in the hospital due to her pregnancy. Normal blood glucose is 80-120 mg/dl. Pt did not have an infection or start new medication. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion sets were discarded and were not returned for evaluation. Additional details were not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Results: no product was returned for evaluation. This complaint is associated with the accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned taskforce.